Event description:
Additional information was received that surgical intervention occurred to explant the leads.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event and therapy date are estimated. Investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2020-00752. It was reported that the patient's leads migrated, and effective therapy was lost. Reprogramming was unable to resolve the issue. As a result, surgical intervention may occur to address the issue.